Event description:
It was reported that the unit's monopolar 1 was toast-cable caught on fire, and there was a burnt signal on the front part. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).